Manufacturer narrative:
Additional information: sections b1, b2, h1 & h6. The recipient required close monitoring in the hospital and medication (type unknown) to combat the inflammation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient presented with dizziness. The recipient was prescribed antibiotics (type unknown).